Event description:
It was reported that a shoulder revision occurred. The patient had pain; the head came lose from the stem (the reporter was not sure how long ago this disassociation happened). The initial surgery was approximately four years ago. The revision surgeon did not perform the primary surgery. Follow-up with the reporter provided information that the inside of shoulder was black with debris. The joint space was cleaned out and the glenoid piece was replaced. The patient is doing fine post-operatively. No further patient information was provided at the time of this report or in follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was received for evaluation. The proximal portion of the stem exhibited significant erosion on the inclination block component. The reverse side of the trunion (which is in direct contact with the inclination block) was worn smooth. A conclusive cause of failure was not able to be determined from device evaluation. The device is being returned to the manufacturer for further analysis. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. It additional relevant information is obtained from the manufacturer investigation, a follow up report will be submitted.